Event description:
A pt reports undergoing bilateral refractive surgery three months ago with implantation of the crystalens hd lenses. Postoperatively, the pt reports experiencing difficulties focusing, astigmatism, difficulties with night driving, and sensitivity to light. Symptoms are described as severe in nature. In addition, the pt reports needing glasses for distance & near vision. The pt's preoperative info is unk at this time, however, the pt was counseled preoperatively of the possible need for lasik correction to address his astigmatism. Additional info has been requested from the physician. Reference MDR #2031924-2009-00014.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.